Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a 225cc textured siltex breast implants. Shortly after implantation the patient began experiencing multiple symptoms and was diagnosed with an autoimmune disorder. Interstitial cystitis (ic), chronic urinary tract infections, extreme hair loss, heart palpitations, shortness of breath, light sensitivity, arm weakness, light sensitivity, dry eyes, lyme disease, coxsackie virus, chronic sore throat, mycoplasma, bronchitis, and rippling were all noted by the patient. These were treated holistically with no success. On (B)(6) 2018 the devices were explanted. Post explantation the patient reported to have relief from all symptoms. (See 1645337-2018-06640 for contralateral prosthesis report).